Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, the stent fell apart into two pieces upon removal from the packaging. Reportedly, there was no damage to the packaging, and no contact with the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex ureteral stent revealed that approximately 11 cm of the renal end of the device was detached. Additionally, the suture hole was torn and the suture was not present with the return. The torn suture hole is evidence of manipulation; however, the customer reported that the stent was already in two pieces when it was removed from the packaging. Therefore, the cause for this event could not be determined.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex ureteral stent, the stent fell apart into two pieces upon removal from the packaging. Reportedly, there was no damage to the packaging, and no contact with the patient.the procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly fine.